Event description:
Device malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after attempting clip deployment, hemostasis was not achieved. It could not be confirmed if the clip actually deployed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.